Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker and right ventricular (rv) lead presented to the emergency room after experiencing syncope. Boston scientific technical services (ts) reviewed device data and noted the system had exhibited oversensing of noise on the rv channel and questionable rv capture. Pacing inhibition leading to asystole of greater than 2 seconds was later noted. A revision procedure took place and the rv lead was successfully capped and replaced. The pacemaker remains in service. No additional adverse patient effects were reported.

Event description:
Additional information was received indicating the lead header connection was checked at the revision and was secure. It was also noted that the noise was potentially due to subclavian/first rib crush. No additional adverse patient effects were reported.